Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The h6 "medical device problem code" field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the results of the investigation, the event could not be reproduced nor confirmed. No problem was found. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope cable exera ii connector was not detected. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of connector not detected was not confirmed but the ocurrence and the recurrence cannot be denied. The device evaluation found the connector was bad due to wear. The scope cover was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.